Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of premature battery depletion was confirmed in the laboratory via review of the device image. Based on device settings, a longevity calculation was performed and found to be within the expected limits due to high current drain. The device was tested on the bench as well as using automated test equipment and high current drain was observed. The root cause was an anomalous component on the hybrid.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion.